Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor; cause was unknown. Customer required assistance from parent to treat bg level via being awoken and given an unspecified gel under tongue. The customer was instructed to consult with healthcare provider regarding bg level.